Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's leads had coiled and migrated. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis or disposal. The cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the leads were replaced to address this issue.